Manufacturer narrative:
Additional information was received that the patient had discomfort when ipg moved.

Event description:
A report was received that the patient's battery moved. The patient underwent an ipg revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient's battery moved. The patient underwent an ipg revision procedure. The patient was doing well postoperatively.